Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation results: one medfusion 3500 pump was returned for investigation in used condition exhibiting a cracked bottom case at front left corner and also near the "l" bracket pole clamp. The right plunger case was also cracked with visible contamination evident. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem was customer dropped and broken with "acu watchdog failure". The "acu watchdog failure" was found in the event log as a sympathy alarm to the primary audible alarm upon power on start up test. The primary audible alarm was also found in the event history log. Functional and visual testing was performed. Neither alarm was duplicated during power on self testing/ occlusion testing. The speaker values were all within range. The customer reported product problem was therefore unable to be duplicated so the intermittency of the problem could not be determined. The j9 connector was found fully seated and no glue found on mating surfaces. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure the bottom case was replaced. The pump subsequently passed all functional and delivery testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical medfusion pump exhibited an acu watch dog failure after being dropped and experiencing breakage. No patient harm has been reported at this time.